Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. On (B)(6) 2017, the patient's uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Device evaluation-lens was returned in a small centrifuge vial. Visual inspection found haptic torn (small tear that runs from haptic to optic), debris and dry white residue on the lens. Claim # (B)(4).